Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the surgeon finding that the patient was unstable. The surgeon put in a different size insert.